Event description:
New information notes that the atrial lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5 new information to lead being capped not explanted.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture, p wave amplitude variation due to dislodgement on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.